Event description:
Patient reported left side rupture, capsular contracture baker grade unknown, pain, recalled implants. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Corrected data: b.5., d.1., d.2., d.4., d.6., g.1., g.5., h.4., h.6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side rupture, capsular contracture baker grade unknown, and pain. The device remains implanted.